Event description:
According to the reporter: the patient underwent a laparoscopic inguinal hernia repair. Approximately 1 year and 6 months post operatively, the patient had an allergic reaction. A like piece of mesh was being sent to the patient's allergist to test for possible allergic reaction to the mesh. The patient was being treated by an allergist.